Event description:
It was reported that the customer had a button error alarm yesterday. Customer also had a low battery alarm. Customer does not recall the battery being low. Customer was not able to clear any of the alarms. Customer stated that his screen appeared to be frozen. Customer may have eaten something and not compensated enough insulin for it. Customer declined troubleshooting for high blood glucose levels. Customer stated that the pump was in his pocket. Customer also broke the belt clip several weeks ago. Customer's blood glucose level was 74 mg/dl. Customer stated the screen was not totally blank. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Operating currents test to verify battery out limit and low battery alert alarm was not performed due to unresponsive buttons. The device had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.